Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18:1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a reinstrumentation surgery due to curve progression. She developed a recurrent infection with p. Acnes 4 months and 8 months after the reinstrumentation. The wound was debrided and then closed primarily over intact instrumentation, and the pt took clindamycin for 5 months. The incision in the back healed without redness or swelling and remained so 2 years after the reinstrumentation.